Event description:
It was reported that the pt was suddenly unable to hear any sound whilst at home in 2003. The speech proccessor was sent for repair but no errors were found. Upon trying to use the speech processor again, they could hear sound for one day, and then nothing more. Occasionally they can hear some 'noise'. All external equipment has been replaced and checked but with no change in the situation. Telemetry measurements showed "poor coupling to the implant'.